Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call of needing assistance getting insulin pump connected. Customer was changing insulin pump and removed reservoir and took everything apart. Customer received assistance. Customer's blood glucose was 45 mg/dl. Customer was also assisted in turning sensor feature off which customer did not use. Customer would treat low blood glucose with food and declined troubleshooting.